Event description:
It was reported that three (3) 250ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags leaked. The leaks were discovered in the dispensing room prior to use. There was no patient involvement. No additional information is available

Manufacturer narrative:
Initial reporter facility name: (B)(6). Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the lot was manufactured from february 07, 2021 - february 08, 2021. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.